Manufacturer narrative:
MFR email:(B)(4).

Event description:
It was reported that during a procedure, the fiber broke off in the patient and a piece required a retrieve process. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.